Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 was jammed. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer 4 was jammed. A field service engineer (fse) checked the main half-height drawer 4.1 in hardware test application mode. The device showed no signs of failure, and all cubies responded appropriately. The error could not be replicated, indicating that the drawer was operating correctly. Additionally, the fse checked all cables for signs of excessive wear and found everything was functioning well. The system functioned as intended after the field service engineer troubleshot the device.